Event description:
A biomedical engineer reported that during surgery, the machine shut down and displayed a system message (sm) regarding the footswitch treadle. They tried to restart and re-prime and got another advisory. They attempted to use three different handpieces with the same result. Additional information received indicated that they also switched out the footswitch and rebooted. The system wouldn't tune, exhibited low vacuum, and began to repeatedly display a sm for tune failure. They continued the case slowly with low vacuum and completed surgery with the same system. These events resulted in a surgical delay of 20 minutes. There was no harm to the patient.

Manufacturer narrative:
The facility's own biomedical engineer checked the system and ordered an ultrasonic (u/s) controller pcb. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).